Manufacturer narrative:
Pain and sensory, cognitive, and/or motor deficits are documented perioperative risks for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files.

Event description:
The patient had a litt procedure on (B)(6) 2022. On (B)(6) 2022, blurry vision was reported, and (B)(6) 2022 was reported as the adverse event onset for deficit - blurry vision/visual field deficit. The event has been reported as lasting greater than 30 days as of (B)(6) 2022.

Manufacturer narrative:
Per an update received on 25jan 2023, this event was indicated as resolved without sequelae with a resolved date of (B)(6) 2022.

Manufacturer narrative:
This supplemental report updates section b2 to indicate 'disability or permanent damage.' Though interventions were indicated (the patient began receiving decadron 2mg daily on (B)(6) 2022), the event was reported as lasting >30 days. Other information in the original report remains accurate.